Event description:
This pt had an adverse reaction during the initial normal saline flush after placement of midline catheter. The reaction included shortness of breath, flushing, mid-epigastric pain radiating to back, hypotension, tachycardia, and decreased oxygen saturation. Pt stabilized after 1 hour of treatment including oxygen, reglan, fluids, EKG, and x-rays.